Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock: section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
A notification was received from abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured respiratory failure and sepsis both with a "possible" relationship to the impella 5.5 device used. The patient acute on compensated ischemic cardiomyopathy with an ejection fraction of 10-15% was cardioverted for atrial fibrillation and determined to be in cardiogenic shock. The decision was made to implant an impella 5.5 for mechanical circulatory support which was successfully completed. The patient was transferred to the unit intubated and sedated, well support on performance level p-6 at 3.8l/min. The patient was a bridge to recovery as the patient was not a candidate for advanced therapies. Patient continued to be intubated until stable enough for extubating which occurred two days after start of support, had endured respiratory failure and recovered with no sequelae. Additionally reported, blood cultures were obtained after the impella 5.5 device implant procedure. Infectious disease physician was consulted. The reason for the blood cultures was unclear but possibly due to hemodynamic instability. The patient had a fever of 38.2c two days after start of support. Blood cultures were positive for methicillin-resistant staphylococcus epidermidis (mrse) and four days later, staphylococcus epidermidis. Sputum culture was positive for serratia marcescens, pseudomonas aeruginosa and positive cocci. Broad antibiotics vanco and cefepime were administered. The care team believed patient had mix of cardiogenic shock and septic shock though origin was unknown, and per the registry's report, the patient had not recovered from this event. However, it was noted the patient did well on support with a plan to wean and explant which was completed after 10 days of support. The documented outcome noted the patient survived at explant.

Manufacturer narrative:
The investigation for the sepsis has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues sepsis could not be determined. H.6 code 4617 was inadavertently omitted from initial manufacturer device report number 1220648-2024-24819 and was added.